Event description:
The hcp reported that in early 2004, the pt was experiencing "pruritis, sleep difficulty and variability of tone." Plain film, side port dye study and refill of pump were performed: "none verified a specific mechanical problem." The pump was replaced with a new device with some improvement of symptoms.